Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer indicated via phone call that the pump alarmed button error and the buttons are stuck. The customer's blood glucose level was 97 mg/dl at the time of incident. Troubleshooting explained the bolus feature and customer was advised that the device would be replaced and agreed to return the product for analysis.